Event description:
It was reported that the procedure was to treat a mildly calcified proximal iliac artery. After implanting an 8 x 60 mm absolute in the iliac, an 7 x 40 mm foxcross was used for post-dilatation; however, the balloon ruptured at 10 atmospheres. A guiding catheter was being advanced through the stent implant to access the carotid artery when the stent implant fractured and the distal portion of the stent implant attached to the guiding catheter. An attempt was made to retrieve the separated portion of the stent implant by inflating a balloon inside the stent; however, it was brought down to the abdominal aorta and over-inflated in the aorta. The proximal portion of the stent implant remained in the iliac. There was a clinically significant delay in the procedure due to the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The sem report determined the balloon failure may be attributed to mechanical damage to the outer surface. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. The patient anatomy was mildly calcified and the foxcross was used to post dilate a stent, which likely contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: supracore, inflation: merit, guide cath: mp 8f, sheath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The absolute self expanding stent, is being filed under a separate manufacturing report number.